Event description:
The customer's wife called to report that the customer was hospitalized for high blood glucose levels. The blood glucose levels were too high for the glucose meter to read. Neither the wife nor the medical doctor wanted to troubleshoot the insulin pump. They only wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.